Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because allegedly meter has purple marks on display was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k073231.